Event description:
It was reported that (1) lcsk5 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the instrument reported was not working properly and intermittent solid tones. The case was finished by opening another lcsk5. There was no consequence to pt. No other information known.